Event description:
The pt was seen on (B)(6) 2010, and everything seemed fine. He presented with infection that following weekend. The implantable neurostimulator (ins) was explanted later. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).